Event description:
A bipap a40 system silver device was sent to a service center for periodic maintenance. During evaluation, review of the device error logs confirmed several occurrences of ventilator inoperative in the alarm log due to the malfunction of the flow and pressure sensor. A philips representative reached out to the patient and the patient stated the ventilator stopped and rebooted for a short period of time and the patient continued use of the device. There was no harm or injury reported. The occurrence could not be duplicated at the service center. The system pca was replaced as preventive measure to address the issue. No other abnormalities were confirmed. The following parts were replaced to prevent failure: blower and inlet foam. The device passed all final test after repair. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.